Event description:
Pt came for outpatient clinic visit in 2000. Unable to interrogate device. Pt is at risk for life threatening arrhythmia, so pt was immediately hospitalized for ICD replacement. Current device removed and replaced on this date. Note: pt has received radiation therapy for tumor.